Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified mid right coronary artery. After pre-dilating the lesion with a maverick2 2.0x15mm balloon, the physician could not cross the lesion with a 3.0x16mm taxus liberte stent. Later, the physician realized that the stent strut was a little unsmooth. After withdrawing the 3.0x16mm stent from the patient's body and redilation, the physician implanted another of the same taxus stent to complete the procedure. No patient injuries or complications were reported. Patient's condition listed as "stable".